Event description:
This shaver handpiece was returned for an evaluation with the reported problem that it would not operate. There was no injury or surgical delay associated with this event.

Manufacturer narrative:
Investigation findings: the shaver handpiece was received for investigation and during testing, it was found to have a potential to operate on its own related to a pc board failure. A design change has been implemented for this failure mode. There are no reported injuries associated with this event. Conmed linvatec will continue to monitor this product for failures.